Event description:
This spontaneous report was received on (B)(4) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening dental floss, every night to clean the teeth (route dental, lot number 2442d and expiration date unspecified). After an unspecified duration, the consumer was not able to take the floss out off the container; hence consumer pulled it hard as a result of which the entire metal cutter broke and got separated from the container. The consumer had to use scissors to cut the floss. This report had no adverse event and the action taken with the device was unknown. . This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening dental floss, every night to clean the teeth (route dental, lot number 2442d and expiration date unspecified). After an unspecified duration, the consumer was not able to take the floss out of the container; hence consumer pulled it hard as a result of which the entire metal cutter broke and got separated from the container. The consumer had to use scissors to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 03-sep-2013. A review of the data revealed no unfavorable trends and no trend involving lot number 2442d. A review of the retain sample, batch record review and manufacturing issues did not indicate reach total care plus whitening dental floss failed to meet specifications. The returned sample was received for evaluation on (B)(4) 2013. Due to the condition of the sample, the analyst could not evaluate the particular alleged defect. The complaint was closed with a disposition of undetermined. Based on the information available the device was used as intended for treatment. Complaint trends would continue to be monitored. This case remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.